Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Customer returned empty test strip vial - unable to test. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 114 and 165 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 02/23/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (customer did not provide times): (B)(6). Customer took his true result meter to his physician's office and ran a meter-to-meter comparison with his physician's device: true result meter produced a reading of 126 mg/dl while his physician's device produced a result of 163 mg/dl. Customer states he has not had any recent changes in diet, exercise, or medications. Customer takes glipizide for diabetes management.